Event description:
It was reported that, during a procedure, the console did not go into standby mode and kept lasing. The e-stop button was pressed and still the console did not go into standby. The circuit breaker was engaged to shut the machine off. The procedure was completed using another laser. There is not patient outcome reported.

Manufacturer narrative:
Correction to field e3. Occupation. Updated field b5. Describe event or problem. The console was evaluated and serviced at healthcare facility by field service engineer. During service at healthcare facility, the console alignments were adjusted, calibration was performed, and the language processing unit board and lumenis main control board were replaced. After these adjustments, the console passed all checklist. The console was within specification and functioning as intended. The reported allegation was confirmed. The replaced language processing unit board and the lumenis main control board components of this console were returned to our quality assurance laboratory for inspection. Both components passed successfully the visual inspection, and electrical connections were in good condition.

Event description:
It was reported that, during a procedure, the console did not go into standby mode and kept lasing. The e-stop button was pressed and still the console did not go into standby. The circuit breaker was engaged to shut the machine off. The procedure was completed using another laser. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.